Event description:
The st. Jude rep reported that the lead was explanted when it was observed to have perforated the pt's myocardium. The lead was implanted 3 days earlier with good measurements and thresholds. The next day, the pt received a shock. During the post-shock eval, it was noted the capture thresholds had increased after the shock. The pt was scheduled for a lead revision, and the physician noticed that the lead had perforated the pt's myocardium and was resting against the pericardial tissue when observed under fluoroscopy. The lead then repositioned with good measurements and thresholds. While suturing the pocket, the device delivered therapy as a result of t-wave oversensing following a drastic decrease in r-wave amplitude. When repositioning was attempted again, acceptable measurements could not be obtained. A new lead was implanted and the physician observed myocardial tissue in the lead helix. When the physician attempted to remove the tissue from the helix housing, he inadvertently pulled out what he believed to be the steriod plug. The lead is being returned to st. Jude medical for analysis.